Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 65 mg/dl, following recent changes to meal announcements and a prior target change, and questioned a potential device defect; the blood glucose remained out of range for about 15 minutes and the device issued a low glucose alert. Symptoms included no reported clinical manifestations. Outcomes included correction with oral carbohydrates without the need for assistance or medical intervention. Investigation included counseling on best practices for meal announcements, confirmation that the device alerted appropriately, and a guided factory reset followed by review of learning period procedures. Investigation of this case revealed no device malfunction and suggested improper use related to meal announcements when glucose was low, leading to excess insulin at breakfast. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.